Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2013 due to oversensing, pacing inhibition with asystole of less than 2 seconds and pacing not delivered when required. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).